Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device memory log was erased prior to receipt at heartsine. A test pad-pak was inserted and the device passed a self-test. No warnings were given and the status led continued to flash green. The device memory log was again downloaded, confirming that the manual power cycle was successfully recorded. Investigation found the reported fault can be attributed to membrane failure. The device memory log was erased prior to the receipt of the device at heartsine therefore no ten minute time outs were recorded. The fault was witnessed during the investigation resulting in multiple random manual power ups of ten minutes duration. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.